Event description:
It was reported that with a patient under anesthesia and beginning a prostate procedure using the hps greenlight system, the physician noted poor visibility and it was determined that the eye filter had not been used. The system was put into standby mode and the eye filter installed, however, the fiber output beam was noted to appear "funky", like it was coming out the side of the fiber. Three fibers were tried, all with the same result. The procedure was aborted and rescheduled. Patient outcome: "ok" - there was no injury reported.